Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability, impairment, vaginal mesh erosion, dyspareunia and severe scarring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). Bard¿s tracking number: (B)(4). Additional information received indicated that the product is a non-covidien product. Should additional information be received, a supplemental will be submitted.